Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that after implant the patient experienced weakness in their legs and sharp pain in their right hip. After further evaluation of the weakness the doctor decided to remove the system. There were no known factors that could have contributed to this. The patient is still currently experiencing weakness in their legs. No further complications were reported. No additional patient symptoms were reported.